Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B(4).

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 20017, with blood glucose that dropped from 177 mg/dl to 33 mg/dl at the time of the incident. The customer was at 144 mg/dl at the time of the call. The customer used glucose tablets to treat the lows. The customer was hospitalized on (B)(6) 2017 with high blood glucose of over 600 mg/dl and diabetic ketoacidosis. The customer experienced symptoms such as vomiting and not feeling good. The customer was given intravenous insulin and manual injections to treat the high. The customer was off the pump within less than 48 hours. The customer went off pump therapy and got back to it on (B)(6) 2017. Troubleshooting was completed. Customer was hospitalized with diabetic ketoacidosis on (B)(6) 2017 while off the pump. The insulin pump will not be returned for analysis.